Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Customer alleges many issues with unit. The unit acts erratic. He was using the chair when all of a sudden it did a 180 and threw him into curb.

Event description:
Customer alleges many issues with unit. The unit acts erratic. He was using the chair when all of a sudden it did a 180 and threw him into curb.